Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The caller declined troubleshooting, and no further action was required. No additional information was received regarding the outcome of the event.